Event description:
The customer reported the device failed the defib test during the op check. The ready for use indicator displays a red x and the device chirps. The customer looked at the status logs and suggested it was due to the therapy pca board. The customer asked if he could swap the therapy pca board from another device. There was no report of patient involvement.